Event description:
It was reported that the user experienced recurrent low glucose while using the ilet after maladapting meal announcements by using the incorrect meal size. Clinical support recommended a factory reset and an adjustment to set the secondary continuous glucose monitor (cgm) target to higher overnight. The user discontinued ilet use and requested to return the device due to hypoglycemia documented under mfg report number 3019004087-2026-23158. Outcomes included no hospitalization and no emergency care. Investigation included interviews and analysis of information provided by the user and clinical support. Investigation of this case revealed a usage problem due to improper or incorrect meal dosing and failure to follow instructions, with no device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.